Event description:
Moving head 2 with hand control (after radius drive upgrade), released motion control. Head 2 continued to move in. Removed power from radius drive to stop. Second time this happened, actuated the 'e' stop on the hand control & the head still continued to move in. It was again stopped by removing power to the radius drive motor.